Event description:
It was reported that following a breakfast announcement of the usual meal and carbohydrate amount, the patient experienced a low blood glucose event while using the ilet bionic pancreas, and the caregiver was advised on correct meal announcement protocol. Investigation included education on meal announcement technique. Investigation of this case revealed user-related technique contributing to incorrect meal size announcement. No user reported clinical symptoms associated with hypoglycemia. Outcomes included successful self-treatment with oral glucose and subsequent return of blood glucose to 114 mg/dl. It was concluded that the device functioned as designed and the event was attributable to user technique, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.